Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, after thirty minutes of use, a blue object fell into the patient cavity from the device. The piece was retrieved without difficulty. No patient injury reported.